Event description:
Angioplasty performed on lower extremity of right leg. Balloon on catheter burst. Tried to exchange to new catheter. Could not pull catheter through sheath. Catheter tip broke off top of catheter. Catheter tip left in femoral artery after remaining catheter removed. Patient needed surgery to remove the catheter tip. Discharged after 2-day stay in good condition. Other devices in use; 5 fr argon sheath and basix device.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.